Event description:
Complainant alleged that during a routine shift check by a clinician, the device displays paddle fault with paddles attached to device. There was no pt involvement during the reported malfunction.